Event description:
It was reported there was csf leakage with a px601. Leakage occurred at the connection between the dpt housing female luer and attached combicap. Staff replaced the combicap with a non-edwards cap. No patient injuries reported. Date of event was in november. Device was discarded. Without the return of the unit, it is not possible to determine if some damage or defect existed on the sensor that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.